Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. In order to solve the issue, patient pump circuit 2 (with vacuum and sealing kit) need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system displayed on patient side an error message (e07 code) associated to pump blocked or too slow and patient pump circuit 2 was not pumping. The user tried to manually rotate it, but error seems to be repetitive. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: livanova field service engineer was dispatched to customer facility, confirmed the issue, and to fix it, the patient pump 2 has been replaced. After positively passing functional verification checks, the unit was put back in service. A device service history review has been performed and identified that no other similar event has been previously reported. Based on investigation findings, the most likely root cause of the reported event was corrosion of the stirrer motor bearing. This corrosion may have resulted from condensation or exposure to elevated temperatures and high humidity during the stationary phase, ultimately leading to blockage of the motor shaft. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.